Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the pilot valve is leaking. Associated malfunction for this device: control panel broken, output port broken.